Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, despite several attempts; the device was unable to be advanced over the 0.035 guide wire. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The reported ¿difficulty advancing the device into the anatomy along a guide wire¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.